Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited stenosis and cuspal stiffening on echo, with a peak gradiant of 83 mmhg, and a mean gradiant of 56 mmhg. Thick deposits were noted inside the cusps which did not appear calcified. The valve was explanted, with no reported pt complication.

Manufacturer narrative:
Analysis: the gross analysis shows that the stenosis was due to thrombotic appearing host material attached to the outflow of all cusps and secondarily, pannus attached to the inflow. Tan to brown thrombotic appearing host material fills the outflow and stiffens all cusps. Pannus extends over and above the tissue and base stitching, onto the margins of attachment of all cusps on the inflow, into the inferior coaptive junctions and 1 to 3 mm onto all cusps reducing the inflow orifice area. Host material appears thrombotic and not vegetative. Radiography shows remnants of mineralization in the pannus adjacent to the non-coronary and left cusps. Conclusion: reduced performance of the device occurred, and was likely related to pt's condition. Thrombus and pannus formation observed. Device explanted without reported pt complication.